Event description:
A patient reported they were unable to receive an accurate reading on their one touch ii meter due to their meter allegedly would only prompt the "battery icon" message. Patient reported shortness of breath, sweats and shaky. There was no result on their meter as the patient was unable to test. Treatment was not reported. No further information has been reported.